Event description:
It was reported by the surescan post-approval study that the right atrial (ra) lead was dislodged. The patient was also having short runs of supraventricular tachycardia (svt). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.